Event description:
N/a.

Manufacturer narrative:
Device available for eval? Changed from yes to no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-2019 to aug-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted, the console indicated that there was a fiber optic sensor failure. The customer was advised to re-connect the fiber optic cable, but the issue continued. They were then advised to attempt to transduce the central lumen, but they had no flush or pressure bag connected. Another arterial line was available and the anesthesia team assisted them in connecting this to the iab via the pressure port. They disconnected the fiber optic cable and were able to zero a clear, crisp arterial line waveform. There was no patient harm or adverse event reported.